Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 423 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include nausea, headaches, thirst and body aches. After the patient had administered boluses they applied a new pod. Once at urgent care the patient was diagnosed with both hyperglycemia and dehydration. The patient was treated with water and monitored. The patient was at urgent care for 2.5 hours.